Event description:
It was reported to philips that the device stopped producing x-rays during an examination. The examination was cancelled. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, during a coronary procedure. The philips remote service engineer (rse) analysed the system and confirmed that the system was unable to perform x-ray. Upon remote inspection, rse confirmed that the issue occurred due to an incorrect procedural action and the log file did not contain any acquisition related malfunction. Rse found that the unintentional operating-coupling on made the system unable to expose and confirmed it was a user error. The system did not have any malfunction and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. Log file analysis was performed, which did not have acquisition related malfunction and the unintentional operating-coupling on made the system unable to perform x-ray. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.